Manufacturer narrative:
Hamilton is presently conducting an investigation on this reported event and will eval the following: establish the nature and cause of the problem; further investigate the implicated product history; analyze the data provide by the user and/or the affiliate; evaluate the potential risk of this incident to any user.

Event description:
This report is regarding a complaint from a customer on a hamilton microlab star pipetting workstation instrument used within the cobas s201 platform. The customer contacted roche technical support on (B)(6) 2011, to report the hamilton star threw a tip across the room leaving little drops on the load platform, the floor, the bench and a staff member who was standing in its path. This occurred while the pipetting of samples was completing. Customer is worried about the fact that this situation could be potentially dangerous since the human plasma (potentially infectious) was sprayed across the lab and onto the lab staff. No injury occurred in relation with this event. On the same day a (B)(4) field svc rep was sent to the customer site and proceeded with maintenance actions (one of the pipetting heads of the instrument was replaced). No other occurrence was documented after this installation.